Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. A sim vivo test was performed, and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6)com to (B)(6).

Event description:
A customer reported receiving a "replace sensor" error message on the adc freestyle libre 2 sensor. The customer was unable to monitor blood glucose and consequently experienced symptoms described as ¿profuse sweating and slight tremors in the hands¿ and she was incapable of self-treat. The customer¿s husband administered glucagon injection, cola, and glucose as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the adc freestyle libre 2 sensor. The customer was unable to monitor blood glucose and consequently experienced symptoms described as ¿profuse sweating and slight tremors in the hands¿ and she was incapable of self-treat. The customer¿s husband administered glucagon injection, cola, and glucose as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.